Manufacturer narrative:
Patient code (B)(6) was applied to capture the reportable event of surgery and the additional intervention of the temporary pacing lead. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the day after implant this right ventricular (rv) lead exhibited high pacing thresholds, no sensing, and loss of capture (loc). The patient experienced syncope and greater than two seconds of asystole. The rv lead was dislodged and a revision procedure occurred. A temporary pacing lead was placed and this rv lead was successfully repositioned. After the revision procedure, the pacing thresholds increased again. In addition, the pacing impedances increased as well. Subsequently, a revision procedure occurred, and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the day after implant this right ventricular (rv) lead exhibited high pacing thresholds, no sensing, and loss of capture (loc). The patient experienced syncope and greater than two seconds of asystole. The rv lead was dislodged, and a revision procedure occurred. A temporary pacing lead was placed and this rv lead was successfully repositioned. After the revision procedure, the pacing thresholds increased again. In addition, the pacing impedances increased as well. Subsequently, a revision procedure occurred, and this rv lead was explanted and replaced. No additional adverse patient effects were reported.